Manufacturer narrative:
It was reported that after insertion of this catheter, the patient was noted to have some labial swelling. The catheter was removed, replaced and an ice pack was applied to the labia. Due to fetal distress, an emergency c-section was necessary. The catheter was placed prior to the surgery. The facility confirmed that no serious injury resulted from this incident. The sample was returned and evaluated with dried blood residue present along the shaft. Visual inspection of the catheter did not reveal any defects or abnormalities. Dimensional evaluation of the catheter measured within specifications. The catheter balloon was tested and there were no visual defects or functional issues found during inflation and deflation. We cannot rule out the possibility that labial trauma resulted at the time of insertion due to the emergent nature of the surgical procedure. A root cause has not been determined.

Event description:
The patient was noted to have some labial swelling until the catheter was removed.